Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs sys, including an ipg, on (B)(6) 2007. It was reported the pt can no longer establish telemetry between her ipg and the charging sys. In addition, the pt has lost stimulation. A new charging sys was sent to the pt to remedy the issue, but did not re-establish telemetry or device function. The pt is working with her physician to determine any further actions. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the ipg remains implanted. No further pt complications were reported.